Manufacturer narrative:
The sureform 45 stapler instrument and white sureform 45 reload used during this event have not been received for failure analysis investigations. A review of the stapler logs show a sureform 45 stapler instrument was installed on the system 6 times and fired 6 sureform 45 reloads (2 blue, 1 white, 1 blue, 1 green, 1 white, in that order). On installs 1-5, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On install 6, the first clamp was successful, but was followed by a firing failure resulting in the reload fire stopping at about 71% completion. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer fired a white sureform 45 reload with a sureform 45 stapler instrument on a vein and the customer received a message stating the target tissue was too thick. The customer successfully unclamped and removed the stapler instrument from the vessel. However, the customer noticed a "stapling defect¿ on the vein with no noticeable active bleeding. Details regarding the "stapling defect" were not provided. It is also unknown what medical intervention, if any, was rendered due to the complication. The customer reported that this staple line did not result in bleeding, and the procedure as a whole had negligible bleeding. The customer reported that they used a third-party handheld stapler instrument to continue the staple line.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the sureform 45 stapler instrument was received and found to fail mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system, preventing the instrument from entering into following. A visual inspection of the instrument was conducted, revealing corrosion at the roll axis and manual inspection showed a significantly higher friction than usual. The error logs for the system installs displayed an error code with parameters indicating that the roll axis engagement failures were due to the corrosion observed on the roll bearings. The instrument was unable to be further tested due the engagement issues.

Event description:
Refer to h11 for follow-up information.